Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. D6b: explant date: two years ago, from the aware date. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: 7070197. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to loss of stimulation and the implantable pulse generator (ipg) was no longer working as intended. No further information has been obtained despite good faith efforts.